Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was toning. Additional information obtained via follow-up indicated there was an unknown lead issue. The patient had been seen in clinic and the sensitivity was reprogrammed. The patient was referred for a lead extraction. Additional information received indicated the rv lead had possible damage and was exhibiting oversensing and noise. The rv lead was explanted and replaced. It was further reported the right atrial (ra) lead was electively removed and not replaced at the time of the rv replacement. The ra lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.